Manufacturer narrative:
Concomitant medical products: 4351-35 lead, implanted (b)(64) 2017; 4351-35 lead, implanted (B)(6) 2017; 37800 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead helix extended and stretched out as if it was caught on something. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead helix extended without manually deploying the helix and was stretched out as if it was caught on something. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.